Event description:
Caller alleging receiving discrepant high inratio value. (B)(6) 2014. Inratio 2.1. Lab 1.6. Time between testing on hour. Patient's therapeutic range 2-3.

Manufacturer narrative:
The customer did not provide valid lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. Manufacturing record review was not performed because a lot number was not provided. Further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.